Event description:
Insyte autoguard catheter was inserted, the rn pushed the button to retract the needle, but the needle did not retract. The rn let the unit with the needle exposed fall to the floor. The unit bounced off the floor and stuck her in the top of the foot. The needle was confirmed to have been contaminated with blood from an hiv positive pt.